Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent the following procedures of pubovaginal mesh with tutoplast cadaveric fascia lata, extensive anterior vaginal repair with tutoplast dermis reinforcement, and vaginal colpopexy using sacrospinous ligament fixation technique with lateral tutoplast fascia lata grafts on (B)(6) 2013.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2009, the patient underwent revision and removal, in part due to physician recommendation. It was reported that the patient underwent multiple procedures between 2009 and 2010 and partial removal, in part due to physician recommendation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, vaginal bulging, pelvic pressure, discomfort and burning urination. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, vaginal bulging, pelvic pressure, discomfort and burning urination.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent repair of anterior and posterior vaginal compartment defects. Post implantation the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. The patient underwent mesh revision/removal on (B)(6) 2009 due to pain and graft complications and also had partial mesh removals between 2009 and 2010. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04701. The same patient is represented in each medwatch.